Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - via home monitoring low sensing value and no threshold measurements for 7 days were detected. In the hospital very low sensing values (1mv) and no capture at maximum output were detected. An rv lead dislodgement was detected. This lead was revised and remains actively implanted. No adverse patient side effects have been reported.